Manufacturer narrative:
An extended investigation has been conducted, which involved a manufacturing review (including 5 years of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, an investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Performed visual inspection on returned meter. No issues observed. Meter did not power on with button depression or test strip insertion. Attempted communication between meter and computer using usb cable and communication was not successful and meter display did not turn on. The meter was de-cased and no issues were observed. An extended investigation was also performed and during troubleshooting, the crystal y1 oscillation using oscilloscope was checked and observed no output. Replaced crystal y1 with known good and observed reader to turn on. Meter now powers on with button depression and upon insertion of test strip. Therefore, this issue is confirmed due to faulty crystal y1. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.